Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing and automatic mode switching (ams) were observed on the right atrial (ra) lead. The noise and oversensing were reproducible with arm movements. The suspected cause of the noise was ra lead insulation damage. X-ray imaging was performed and no lead anomalies were noted. No intervention has been performed at this time. The patient was stable and will continue to be monitored.